Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. However, the likely cause is that the high-intensity mode could not be used intermittently because the slider switch on the viewfinder socket was worn. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the scopes keep disconnecting with the xenon light source. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the worn-out socket slider switch causing intermittent use of high intensity mode. The corrosion inside scope socket tubing and a non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.